Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no harm to the patient, they used a "snare" to retrieve the capsule, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician also used a scope for the capsule placement. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. (B)(4) device system was received for evaluation. The returned sample met specification as received by medtronic. The customer reported that the capsule failed to attach. The investigation found the device to function normally and within specifications. The investigation could not determine a cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.